Manufacturer narrative:
Upon inspection and testing of the device, foreign material found in the air/water nozzle was suspected to be due to insufficient cleaning of the device. In addition, service found the forceps channel was leaking due to a pinhole, the switch board was damaged, the objective lens was chipped, the light guide lens was cracked, there was play in the angulation wire, and the angle torque was out of specification. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the foreign matter is derived from peripheral devices / body fluid derived from the human body / adhered substances of the chemicals used because the reprocess after the previous case was inappropriate. However, a definitive root cause could not be determined. The following information is stated in the instructions for use which may have prevented the event: perform precleaning immediately after procedure. Otherwise, the tissue may adhere to the device which may be unable to be removed by reprocessing. Remove clogging by feeding water into a/w channel at precleaning. Perform cleaning external surface of scope with clean gauze, brush, and sponge, with care not to leave foreign material in nozzle opening. Method of feeding/rinsing detergent into a/w channel. Soak scope in detergent before manual cleaning, when the device is too dirty or cleaning immediately after procedure is not performed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during reprocessing of the subject device, air/water could not pass through the air/ water nozzle smoothly. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the air/water nozzle was blocked with foreign material. This report is being submitted for the malfunction found during evaluation (foreign material identified in the nozzle). There was no report of patient or user harm due to the event.